Event description:
Customer reports back to back testing on the same meter while using the active system with results of: 503 mg/dl to 195 mg/dl; 498 mg/dl to 160 mg/dl. Customer had wrong quality controls. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.